Event description:
It was reported that the device was broken bezel. No additional information was provided. No patient involvement was noted.

Manufacturer narrative:
Correction: this file has been reviewed and found to not be reportable. Disregard previous report.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken bezel. No additional information was provided. No patient involvement was noted.